Event description:
It was reported that the device showed a black screen. Complainant indicated no adverse effect to the patient.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.